Event description:
Philips received a complaint on the v60 ventilator indicating that the device showed a proximal pressure line disconnected event occurred. The device was reported to be in use at the time of the reported problem. No patient harm reported. There was no intervention reported and no delay in therapy reported. The patient information was not disclosed. The customer stated that after the device showed the proximal pressure line disconnected issue, it did not change to standby. The scheduled maintenance was carried out and a running test was performed, but no phenomenon was reproduced by the testing. The device was inspected, and no abnormality was found. The software version of the device was confirmed to be 2.30 and other preventative maintenance steps were completed. A comprehensive inspection, cleaning, and running/functional tests were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6).